Event description:
It was reported that about a week after the implantable cardioverter defibrillator (ICD) was implanted the implant site was sore and had a pale discoloration. Several weeks later the patient had fever and chills. The patient went to the hospital. At the hospital it was observed that puss oozed from the implant site when pressure was applied. It was found that the patient had a staph infection. Antibiotics were administered, and the ICD system was explanted. After the explant the patient had internal bleeding and more surgery was needed. The patient was in a coma for about one month. After waking up the patient remained in the hospital due to venous insufficiency in the brain, and swelling in multiple areas of the body including head and arms. The patient was eventually discharged, and later the ICD system was replaced.

Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.